Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not discharge past 30 joules and displayed a "defib pad short" message. Complainant indicated that there was no pt involvement in the reported malfunction.